Event description:
Philips received a complaint from customer biomed reporting a blower temp high error on a v60 ventilator. The device was reported not in clinical use. There was no patient harm. A philips remote service engineer (rse) reported customer biomed confirmed a 1122 diagnostic code in the v60 significant event log (blower temperature high). The blower temperature was greater than 95ºc for longer than 60 seconds. Customer confirmed the air inlet filter was not dirty. The rse shared the troubleshooting steps per the service manual; the customer requested onsite evaluation/repair of the device. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp determined blower replacement was necessary for correction. The blower was successfully replaced. The device was operational and passed verification testing after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18114.